Event description:
Information received by medtronic indicated that customer received power loss alarm. Troubleshooting was performed and customer was able to successfully clear the alarm and complete pump rewind. Customer stated that when they removed the aa battery from the pump the notification light stopped flashing immediately. No harm requiring medical intervention was reported. Customer will discontinue use of the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g series insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump passed displacement test, active current measurement, and sleep current measurement. Pump failed self test due to pump error 63. Pump error 63 due to hardware anomaly. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. The power connectors were reset, and pump was left to charge for several days. After redownload, the power management graph remained out of spec range. The unloaded voltage (ul vlith) and loaded voltage (loaded vlith) remained more than 100mv separated. Problem isolated to electronic stack. No alarms noted during testing; however, verified the pump alarmed low battery alert on 01/16/2023 at time 19:35:00.000, change battery fault on 01/21/2023 at time 11:01:00.000, and battery removed on 01/21/2023 at time 11:00:10.000. Verified the pump alarmed pump error 25 several times on the event date starting on 01/21/2023 at time 11:00:10.000 and ending on 01/21/2023 at time 23:34:01.000. Pump error 25 due to the loaded vlith voltage dropping below 3500 mv for four hours, problem isolated to electronic stack. Verified the pump alarmed pump error 63 variable 3 during testing on 03/22/2023 at time 06:55:23.000. Pump error 63 due to hardware anomaly. Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found broken trace at pin 6. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, faded serial number label, and cracked retainer. Pump error 25 confirmed due to the loaded vlith voltage dropping below 3500 mv for four hours, problem isolated to electronic stack. Retainer ring damage confirmed due to cracked retainer. Pump error 63 confirmed due to hardware anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.